Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of over 400 mg/dl. Customer¿s incident blood glucose was 93 mg/dl. The customer also mention different blood glucose level of 289 mg/dl. The customer did not experience any symptoms as a result of high blood glucose. The customer treated with the manual injection. Troubleshooting was done for high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose level. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was not using auto mode feature. Based on customer report customer did not allege pump was under delivering. The insulin pump will not be returned for analysis.